Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg up to 400 mg/dl). Pump supplies were changed and insulin injections were administered; however, bg remained elevated. Pump system check was performed with tandem technical support and customer alleged that insulin was not coming out of cartridge and pump was not delivering insulin properly. Cartridge was changed; however, insulin was still not coming out of new cartridge. Customer reverted to using manual injections for insulin therapy.